Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 10th february, 2023 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the headlight cover was cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 10th february, 2023 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the headlight covers were cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. The correction of h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other . Corrected h3b device not eval provide code: none. Previous h3c device not eval provide code: device not returned to manufacturer. Corrected h3c device not eval provide code: none. Initial reporter was hospital maintenance worker. Getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the headlight covers were cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. The customer responded that the part had already been replaced by a hospital technician. Based on the information collected, it was established that when the event occurred, surgical light did not meet its specification due to cracked covers with missing particles which could be considered as technical deficiency, and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing reportable events for this type of issues we were able to establish that the received incident of cracked headlight cover with missing particles occurs at moderate ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by the subject matter expert at manufacturing site, the most probable root cause of the cracks is a combination of different factors: mechanical stress, use of inappropriate cleaning/disinfection products, or inappropriate cleaning and disinfection protocols. Cracks located on the light head lower covers, at the edge of the on/off button, were detected during daily visual inspection, as recommended by the user manual (lucea 50-100 IFU 01741 en 11, page 27). If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. For cleaning, the IFU (lucea 50-100 IFU 01741 en 11, pages 46-48) informs the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. To prevent any incident the lucea 50-100 user manual (lucea 50-100 IFU 01741 en 11, page 27) mentions: ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 10th february, 2023 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the headlight covers were cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the headlight cover was cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.